Manufacturer narrative:
Evaluation code - conclusion: the device will not be returned. Device will not be returned.

Event description:
Corpectomy was performed at c6 with an acdf at c6 to c7, anterior spider plate from c5 to c6 and c7 on (B)(6) 2013. On (B)(6) 2015 dr. (B)(6) reported (alleged) screw back-out, plate failure requiring revision including removal of posterior instrumentation and fusion. No injury to the patient and no surgical delay. The revision surgery occurred on (B)(6) 2014. Complainant, dr. (B)(6) also reported on (B)(6) 2015, that he performed the revision surgery out of concern for erosion and subsidence of the cage, and that he was concerned the subsidence would result in reoccurrence of stenosis.